Event description:
Physician noted that there was skin burning which had taken place with laser treatment with the device supplied by co. Physician informed co that he did not know whether this could be adjusted in some way to make the product safely usable. Note: no other info is available at this time.